Event description:
It was reported that the physician suspected that this implantable pacemaker was exhibiting premature battery depletion, as the remaining longevity had decreased by two years in between follow-up appointments. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that the physician suspected that this implantable pacemaker was exhibiting premature battery depletion, as the remaining longevity had decreased by two years in between follow-up appointments. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
The returned ingenio device was analyzed, and it was confirmed that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).